Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) with a high number of short interval counts (sic) during episodes of atrial fibrillation (af) with non-sustained ventricular tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event. It was determined that the high number of sics were caused by intermittent twos in the rv lead, but it was not of a significant level to lead to inappropriate therapy or to require intervention.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 lead; implanted: (B)(6) 2006.